Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 1.5 mg/ml of hyromorphone at 0.95 mg/day, 300 mcg/ml of clonidine at 189.99 mcg/day, and 25 mg/ml of bupivacaine at 15.83 mg/day via an implantable pump for spinal pain. It was reported a motor stall was seen upon interrogation and the patient had not recently had a magnetic resonance imaging procedure (MRI). The patient reported seeing the 8476 motor stallcode on their ptm. The patient experienced an increase in baseline pain starting the day of the report (B)(6) 2019), or the day before. It was further reported the motor stalled occurred at 5:30 am on (B)(6) 2019 and the same motor stall issue happened to the patient's pump about 1.5 years ago. The pump was updated multiple times after the motor stall had occurred on (B)(6) 2019. The healthcare provider was going to replace the pump on (B)(6) 2019 but the motor stall recovered after re-interrogating the device. It was reiterated that the patient did not have a MRI that would caused the pump to stall. Motor stall considerations were reviewed and the rep planned to confer with the doctor. Additional information was received from the rep the following day, on (B)(6) 2019. The pump was replaced. The rep indicated the device would be returned to the manufacturer for analysis. No further complications were reported or anticipated.